Event description:
It was reported that while using 40 plates xld agar 100mm 10ea contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "larvae grew on plates. When placing the media to be incubated, larvae grew without having placed any type of seed or sample in them."

Manufacturer narrative:
H6: investigation: the contamination claim was made for the catalog 221150 lot 1208386; the batch file records were reviewed, verifying that the inspection activities were carried out during the control of the filling process, in the final inspection and upon delivery to the cold chamber with satisfactory results for the quality and appearance characteristics. The photographic evidence of the culture medium reported by the client was reviewed, in which the presence of precipitate of the claimed product is noticed, said precipitate is in compliance with the appearance acceptance criterion, the retention samples were reviewed which also present precipitate within specification, characteristic described in the current specification and product quality certificate. It is classified as unconfirmed, being the root cause, inadequate perception of the client, since the presence of precipitate in the medium may or may not occur and therefore could lead to an interpretation of a defect in the medium by the customer. Bd quality will continue to monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 40 plates xld agar 100mm 10ea contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "larvae grew on plates. When placing the media to be incubated, larvae grew without having placed any type of seed or sample in them."